Manufacturer narrative:
The device was not returned for analysis. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as the data returned for evaluation. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The available data were thoroughly inspected. The secgs recorded by the device contained non-physiological artifacts. However, the root cause was not determinable based on the available information. It cannot be excluded that external influences, such as mechanical forces or magnetic fields, contributed to the clinical observation. Biotronik would like to thank you for supporting our post market surveillance program as we continue to monitor, assess and manage complaints associated with our devices.

Event description:
This device was explanted and replaced. During a device check on (B)(6) 2022 the device was showing noise. Baseline wander and signal saturation was noted. The device did not seem like it had migrated. No adverse patient events reported. Should additional information become available, it will be added to this file.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.